Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the paddle and paddle plates of this device were sparking during operational check. The event was outside of use and there was no reported patient nor user harm. Visual inspection found the paddle and paddle plates of this device were sparking during operational check. The paddles and paddle plates were burned. The following functional tests were performed: operational test. Results of functional testing indicate the paddles and paddle plates were burned. The device was confirmed to be out of warranty and to have reached the end-of-life (eol) and end-of-support (eos) statuses. Therefore, no service or technical support was provided and no parts are available for replacement and repair. The device is not expected to be returned for additional investigation as no replacement will be provided. The device remains at the customer site. Because the device is out of warranty, it cannot be repaired, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was out of warranty and have reached the end-of-life (eol) and end-of-support (eos) statuses and cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.